Event description:
A customer reported an uncontained bloody fluid leak by the flow cell on their coulter lh 750 hematology analyzer. The customer noticed the leak as they were running patient samples. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and found residual fluid in the bottom of tray caused by improperly routed sample line. The sample line may carry blood controls, lh series pak (erythrolyse and stabilyse), lh rieck pak (retic stain and clearing solution), and diluent; and cleaner during shutdown. The fse did not note any active leaks. The fse did not note approximately three drips into the tray which were contained. The fse did not note any fluids on the outside of the instrument. The fse also addressed the rocker bed stripper plate intermittent error and the following other items: pump excessive noise. Replaced rocker bed air cylinder. Replaced diaphragm pump. Replaced sample line to avoid future kink in line. Replaced diff sample line. Adjusted cylinder pressure. On (B)(4) 2012 the fse provided additional information, stating the sample line appeared to have been accidentally moved prior to service. The fse ran appropriate verification checks which were acceptable. The failure mode of the event was the improperly routed sample line. (B)(4).